Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 23, 2010, the lay pt's mother contacted lifescan (lfs) alleging that the pt's one touch ping meter had black marks on the display. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation. The mother provided info that the pt was receiving insulin via an insulin pump at the time of the product issue. She reported that the displayed issue occurred on (B) (6) 2010 at 11/00 pm and 3 to 4 hours later, the pt was nauseated and thirsty. The date, time, and reading of the pt's last blood glucose meter result were not provided. The mother denied that the pt received any treatment. No trauma to the meter was documented. The csr noted that a replacement meter was sent. This complaint is reported because the pt's mother alleges that the lfs meter had black marks in the display and afterward the pt, who uses an insulin pump, became nauseated and thirsty.